Event description:
The pt rec'd his scs system, including a neurostimulation receiver. It was reported the receiver was explanted and replaced due to intermittent stimulation. The explanted receiver was not returned to the MFR for analysis. Neither the implant date or the serial number for the receiver were available. Therefore, no mfg or expiration date could be determined. F/u on the pt found no further issues reported.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.